Event description:
Reporter alleged discrepant back to back blood glucose results of 213, 207, 257, 544, & 246 mg/dl when all tests were performed within 10 minutes on the advantage system. Customer stated taking normal oral glucose diabetes medications 12 hours prior to the testing and no actions or treatment was reported as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.